Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the vessel tortuosity was moderate. The lot number for the pipeline finally implanted (2nd) was b817142. It was noted that only on the first pipeline the pushwire was damaged.

Event description:
It was reported that during a procedure involving a pipeline device, an unruptured, fusiform aneurysm. The pipeline flex (ped2-450-20) could not be opened at the distal part, and catheter resistance was encountered in the middle. The physician attempted to resheath the device over three times, but it remained closed, leading to the removal of the system. Subsequently, another pipeline flex (ped2-450-18) was used without issues. The pipeline was not located in a bend and more than 50% had been deployed when it failed to open. No other steps were taken to open the device. The aneurysm was located at the right carotid artery with dimensions of 14mmx10mm and a neck of 10mm. The patient's vessel tortuosity was said to be both moderate and minimal. The patient was reported to be fine with no complications noticed due to the event. The devices were prepared and flushed per the IFU. Additional information received reported that the resistance was only with the second pipeline, and that the device wasn't used. The resistance was during delivery and partially during retrieval. The cause of the failure to open was not determined. A continuous saline flush was administered and maintained per the IFU throughout the process. It was observed that the pipeline pushwire was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.